Manufacturer narrative:
(B)(4). Additional data/failure: field service tech investigation notes stated customer discovered physical item jam. Customer removed jam and product functioned as designed.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt present.